Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. Upon evaluation, the cable connecting the distribution node (dn) and front therapy electrode (te) was severed. The root cause of the damage is physical abuse. There is no indication that the damaged electrode belt cable caused or contributed to the patient's death. The damage likely occurred during device removal.

Event description:
During servicing of an electrode belt, which was returned for investigation into a patient's death, a reportable problem was found. One of the electrode belt cables was damaged.